Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed weak battery twice within a four day period. The second alarm occurred within four days of the even though a new battery was inserted after the first time it alarmed. The device had also alarmed bad battery and no power. Troubleshooting was performed for the weak battery and when looking at the alarm history it was noted the device had alarmed motor error. Alarm had occurred in december 2015. Troubleshooting was performed and customer was able to rewind the device and continue use of the device. Customer reported stated her blood glucose had been 226 mg/dl and when she got home it was 375 mg/dl. Customer declined any troubleshooting and requested for the device to be replaced. Customer is returning the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.